Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This is the supplemental report to MFR#1218950-2020-04017. The FDA registration number initially chosen was incorrect.

Event description:
The customer reported that red desat alarms were silenced by itself. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.